Event description:
It was reported that during an unk procedure, it didn't work. No patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 5/14/2024. D4: batch # 613c18. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with one vasecr35 reload present. The reload was received fully fired. Upon evaluation of the reload, were noted some hairline cracks and reload deck displacement that does not affect staples formation and the device functionality. The articulation mechanism was noted to be damaged as would not hold the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the distal channel retainer was noted to be damaged. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the distal channel retainer is potentially related to a manufacturing process. The damage to the reload has been correlated to the design. This product issue will be addressed through ethicon endo surgery¿s quality system. Device history review: a manufacturing record evaluation was performed for the finished device batch number 613c18, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please explain in detail what was the issue with the device. Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) What is the most current patient health status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.